Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reports that he "feels something" near his ipg site that is uncomfortable when sitting down. Connectivity and impedance check was completed and within range. Patient has follow up with their hcp regarding the discomfort when sitting. The issue was not resolved. Additional information was reported that the patient is scheduled to follow up with their provider on january 6th. Additional information was reported that the patient developed a lump where the device was inserted. The pain started after that and has increased since. The pain in constant and has moved to the patient's back, leg, hips, shoulders and butt. X-rays and a MRI were taken. The patient has a follow up on (B)(6) 2022. Additional information from the patient indicated that surgery to repair the anchor is scheduled for (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was discomfort in the patient's back/anchor site when sitting back or putting pressure on the area. The patient had the leads replaced on (B)(6) 2022. Impedances and connectivity were checked intra-op, and all electrodes were within range.